Event description:
It was reported that an ilet user transitioning from contact detach to inset infusion sets experienced multiple infusion set issues during deployment and attachment, leading to improper insertion, and requested replacements to reduce anxiety associated with repeated set use. No reported symptoms or clinical effects. Outcomes included replacement supplies provided. Investigation included review of user feedback and device use history. Investigation of this case revealed user handling and deployment technique as the likely contributors to incorrect infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was user technique.